Event description:
It was reported in a maude report that patient underwent same day surgery for right patella tendon repair and was implanted with the subject allograft, along with 3 arthrex tenodesis screws. On (B)(6) 2012. Patient presented with symptoms of redness and warmth at the surgical site and was re-admitted for an I and d of the site and removal of allograft and hardware. Aerobic, anaerobic, and fungal stain cultures from the joint were collected. The final microbiology lab report documented the identification of (B)(6) in the aerobic culture only. The anaerobic culture was negative for growth, the fungal stain was negative for yeast and (B)(4) elements. The patient's current status was documented as awaiting flap and revision repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.